Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with a bd bactec¿ plus aerobic/f culture vials (plastic) a false negative result was obtained. Gram stain was positive. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that he incubated synovial fluid in the aerobic plus blood culture bottle on 11/25, on 11/26 he performed a gram reading directly from the sample, where he visualized gram positive cocci in pairs, verified the fluorescence x positivity graph, which was in origin, but the device did not alarm the positivization of the vial. The vial was replated for as/mc and s. Pneumoniae grew. The flask was reincubated in the equipment to complete the 5 days of incubation and on 11/30 the equipment released the flask as negative.

Manufacturer narrative:
Investigation summary customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while testing with a bd bactec¿ plus aerobic/f culture vials (plastic) a false negative result was obtained. Gram stain was positive. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that he incubated synovial fluid in the aerobic plus blood culture bottle on 11/25, on 11/26 he performed a gram reading directly from the sample, where he visualized gram positive cocci in pairs, verified the fluorescence x positivity graph, which was in origin, but the device did not alarm the positivization of the vial. The vial was replated for as/mc and s. Pneumoniae grew. The flask was reincubated in the equipment to complete the 5 days of incubation and on 11/30 the equipment released the flask as negative.